Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a flap surgery, while ligating small vessels, the surgeon experienced issues in loading and firing of the clips. It was noted that clips deployed from the device were malformed. Same issue occurred when the surgeon used a second clip applier of the same kind. Surgeon used a third clip applier to complete the case. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The first instrument was received partially applied with sixteen remaining clips. The second instrument was received partially applied with three remaining clips. Visual inspection of the instruments revealed no abnormalities. Functionally, the instruments were fired once in air and proper clip formations were confirmed. The remaining clips were then fired on test media with proper formations. The jaws and handles moved smoothly through their firing cycles and returned to the open positions and each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.